Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s ins was overdischarged. It was also reported that the patient was hospitalized and had lost weight, which resulted in the patient not recharging. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had to have their ins replaced due to the over discharge. The patient reported that they were not able to use or charge their new ins because they had not received an ins recharger (insr) for it yet. The patient spoke with a manufacturer representative and a new insr was ordered. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hospitalization does not apply to this event. Patient code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that the hospitalization and weight loss were not related to the device or therapy. There was no correlation that would connect these two events. Several overdischarge reboots were attempted over a course of a week, and they would not bring the battery back. The patient was in considerable pain without the therapy. The implantable neurostimulator was replaced with a new battery. There were no further complications reported or anticipated.